Event description:
The pt was implanted with a left ventricular assist device (lvad); it was reported by the vad coordinator that the pt experienced a red heart alarm with a low cell battery while she was outside. The pt felt fine and when she got back to her house she hooked up to the power module and the vad parameters were unchanged. The vad coordinator had the pt exchange the system controller and come to the clinic. The pt's event history showed one date and no numbers for 120 events. The pt did not have any symptoms during the red heart alarm.

Manufacturer narrative:
The system controller was returned to the manufacturer for eval. During the analysis of the system controller the system controller could not operate the test pump and a red heart alarm occurred. A damaged use on the main printed circuit board (pcb) of the system controller was found. This fuse is associated with the 5 volt regulator that provides the supply voltage to the other components/circuitry and the ability to collect the log file. The damaged fuse prevented the system controller to operate the pump. The root cause that contributed to the damaged component was unable to be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.